Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional findings not reported by site: 1. The instrument was found to have the conductor wire insulation damaged. The insulation was missing a piece measuring approximately 0.019" x 0.053". As a result, the conductor wires were exposed. The instrument passed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a torn cable. A backup same instrument was used to complete the procedure with no patient harm.